Event description:
Patient reported the up arrow button on the infusion device does not work. On follow up call patient stated the soft components are intact. Patient reported the issue has been an intermittent problem for the last couple of weeks. Patient stated the up button on the infusion device no longer works at all. Patient is currently using her backup plan. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint can be verified. Result the up button does not operate. The connection of the up flex print is interrupted.